Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident could not be determined. Product unavailable for analysis.

Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance was discovered. The lesion being treated was a 2.7mm, 80% stenosed, moderately calcified, moderately tortuous, 20mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with pre-dilatation using a maverick 2.5x15mm balloon. The physician successfully placed a 2.75x24mm taxus liberte' study stent. There was balloon withdrawal resistance. The procedure was completed with no additional complications. The patient was discharged 2 days later on plavix and aspirin.